Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited difficulty in disengaging the setscrew during a normal device replacement procedure, due to stripping of the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.